Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a radial tear on the inflation balloon was observed. No other abnormalities were observed on the delivery system. No functional testing was performed due to the condition (balloon burst) of the returned device. Dimensional analysis found the balloon wall thickness along the tear met specifications. During manufacturing, all balloon catheters undergo multiple 100% inspections. The complaint for balloon burst was confirmed based on the condition of the returned device. However, no manufacturing non-conformance was identified on the returned device. During the procedure, the valve was deployed in a pre-existing surgical valve. Per report: ¿there was calcification noted on the 21 mm surgical valve.¿ based on this information, it is suspected that the failure mode is likely due to patient factors (calcification on the surgical valve). Transcatheter delivery balloon burst in a calcified aortic annulus have been previously investigated by edwards and documented in technical summary and provides a rationale for why it is unlikely that a product defect contributes to this type of event. The content includes a discussion on why thv delivery system balloons are subject to increased risk of bursting in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs under every manufactured lot). Analysis reveals that ruptures of this type are typically caused by puncture from calcium on the native aortic valve. Additionally, the inflation volume required to fully deploy the thv in a pre-existing surgical valve may vary. Over pressurization (beyond rated burst pressure) may have also contributed to this reported event. In this case, it is possible that calcification on the surgical valve and/or excess inflation volume/pressure (within a pre-existing surgical valve) contributed to the reported event. The complaint was confirmed for balloon burst, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient (calcification on surgical valve) and/or procedural factors (excess inflation) most likely contributed to the reported event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the january 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.

Event description:
Upon review of medical records (operative report), under rapid ventricular pacing, the valve was inflated with nominal volume: the balloon ruptured. The valve appeared to be well seated as confirmed by echo. No evidence of paravalvular leak (pvl); however, the physician elected to perform a post dilation with a non-edwards balloon valvuloplasty catheter and successfully accomplished full expansion of the valve. The valve was inspected and it was noted to be fully functional with no evidence of pvl and well seated.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During deployment of the 23mm sapien xt valve, inside an existing surgical valve, the delivery balloon ruptured. The valve was 80% deployed. The patient remained stable throughout the procedure. Post dilation was performed with a balloon valvuloplasty catheter (bav) with no issues. The delivery device is being returned for device evaluation. Per report, there was calcification noted on the 21mm surgical valve.